Manufacturer narrative:
Initial.

Event description:
It was reported that a user noticed the screen separating from the back of the ilet pump, and a replacement device was arranged with confirmation of delivery details; the issue aligned with a device display component experiencing loss or failure of bonding. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the display component consistent with a bonding failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.